Event description:
It was reported that the patient was admitted to the hospital and the healthcare provider was considering stopping the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).